Manufacturer narrative:
Section d4: device expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a hemorrhagic stroke and was placed on comfort measures. The patient then passed away. There were no alarms reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Heartmate ii left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate ii lvas, including death, stroke, bleeding, and hemolysis. Section 6, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a spontaneous hemorrhagic stroke and was placed on comfort measures. The stroke was not thought to have been related to the device or device therapy. The patient had a higher international normalized ratio (inr) goal due to a previously elevated lactate dehydrogenase (ldh). Their inr at the time of the event was 3.9. The patient, prior to the stroke, had previous complaints of vision changes, which then resolved. The patient was found unresponsive. The patient then passed away. There were no alarms reported. The death was not considered to have been device related and the device operated as expected.